Manufacturer narrative:
12/30/1997-supplement #1 sent to FDA. Device not available for eval.

Event description:
The product was used during a laparoscopic cholecytectomy procedure. The clips did not advance. The surgeon applied another device. No patient injury was reported.